Manufacturer narrative:
During a subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the event occurred on (B)(6) 2017. The date of event and concomitant therapy dates have been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability was inadvertently documented as jan 31, 2017 in the initial report. The date returned to manufacturer was corrected to feb 1, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for the same event: it was reported from (B)(6) that the adjustable drill guide device became extremely hot when turned on. It was further reported that the device could not be used. It was reported that the device was used together with the motor device, attachment device and the craniotome device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.